Event description:
In 2003, the patient was implanted with two gore excluder bifurcated aaa endoprosthesis. In 2009, the patient was converted to open surgical repair. The trunk portion of the trunk-ipsilateral leg component was removed, because a recent computed tomography scan revealed a proximal type-1 endoleak, attributed to aortic dilation. Although the previously placed endograft had no proximal wall apposition, it was well-sealed distally; therefore, the physician decided it was best to leave both the leg portion of the trunk-ipsilateral leg component, and the contralateral leg component in the patient. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, intervention following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Additional device related to this event: pcc121200/022122006.